Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a knee procedure, drill pins cold welded in the tibial cut guide due to an incorrect drill angle.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of actual device received. Visual inspection was performed on the returned guide, it was noted that a portion of a trocar drill pin is seized in one of the guide holes of the tibia cut guide. As the pin was stuck in the hole and could not be dis-assembled, an additional review could not be performed. Device history record (DHR) was performed with no deviations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.